Manufacturer narrative:
The device history record (DHR) has been reviewed and confirmed no issues or discrepancies were found. The DHR confirms that the device met all material, assembly, and performance specifications. Analysis of the returned device revealed a perforation on the back wall of the proximal inner shaft under the manifold opposite the inflation lumen. The balloon would not inflate due to the inner leak under the manifold. This perforation was most likely caused by a needle, syringe or a guidewire during preparation. Though the exact cause of the damage was not determined, the most likely root cause was determined to be related to handling of the device during unpacking or preparation of the device.

Event description:
During preparation of the balloon catheter, the balloon was found to be leaking. The balloon did not come into contact with the patient.

Event description:
During preparation of the balloon catheter, the balloon was found to be leaking. The balloon did not come into contact with the pt.